Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient had been feeling palpitations and went to the hospital. An electrocardiogram was done and their heart rate was 110 beats per minute. The patient called the hotline and it was suggested that they go for a device check and possible reprogramming. The device remains in use. No further patient complications have been reported as a result of this event.